Manufacturer narrative:
Date rec'd by MFR: 01aug2019. The field service engineer (fse) confirmed the reported alarm flow accuracy rest failure issue. The fse replaced the gas delivery system to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 01aug2019. The field service engineer (fse) confirmed the reported alarm flow accuracy rest failure issue. The fse replaced the gas delivery system to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 06oct2019. Report date: 07oct2019. A gas delivery system was return for analysis. An investigation was performed and the product analysis technician reported that the root cause was due to an out of specification air flow sensor u1 component.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The unit failed the oxygen flow test. There was no patient involvement.